Event description:
It was reported that during a hemihepatectomy procedure, it was observed that there was tissue movement with as a result, there were not enough staples in targeted tissue (liver vein). There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/22/2025. Additional information was requested, and the following was obtained: 1. Were there staples missing from the staple line? Unknown. 2. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Unknown. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.